Manufacturer narrative:
Philips service reconfigured the image settings, and the device became operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a loss of catheter bay and iw display on flexvision on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.